Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient was feeling stimulation in a different area than yesterday. The patient stated they felt stimulation further up on their back. The patient was redirected to their healthcare provider. No further complications were reported.